Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: -operation manual chapter 3 preparation and inspection shows how to detect the event. -reprocessing manual 3.3 precleaning 3.5 manual cleaning shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, foreign yellowish/brown material was found in the nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign material in the nozzle. The additional evaluation findings are as follows: the control unit had a scratch, due to nozzle clogging, the amount of water contact does not meet the standard value, due to wear of the angle wire, bending angle in the "left" direction does not meet standard value, due to wear of the angle wire, bending angle in the "left" direction does not meet standard value, the connecting tube had a scratch, the suction connector had a scratch, the grip had a scratch, switch (1) and switch (2) had a cut, the "right/left" knob was dirty, the universal cord had a wrinkle, the adhesive on the bending section cover was detached, the universal cord had a scratch, the nozzle was clogged, due to damage on the charged coupled device the image had black dots, the plastic distal end cover had a dent, the suction cylinder was shaved, due to wear of the angle wire, bending angle in the "up" direction does not meet standard value, the electrical connector had corrosion, due to damage on the charged coupled device, the specified resolving power is not obtained with areas for improvement mode. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.